Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. However, the insulin pump alarmed radio frequency error during the self test due to faulty component on the reference board. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed with a radio frequency error. The patient's blood glucose at the time of incident was between 125 mg/dl and 140 mg/dl. Troubleshooting was initiated for the alarm. The customer was able to rewind the insulin pump. The customer also programmed a normal bolus into the air and the bolus amount was recorded in the bolus history. However, the insulin pump was returned for analysis.